Event description:
IV antibiotic programmed via the smart pump drug library for infusion over 1 hr (IV rate 100cc/hr, volume 100cc). At thirty minutes into infusion the entire 100cc of secondary bag was empty despite the pump screen displaying correct flow rate.